Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested explant due to inadequate pain relief. The patient declined troubleshooting. The patient had been implanted for 9 months and has previously reported adequate pain relief; however, the physician noted that the patient has other health and psychiatric issues that contributed to the request for explantation. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.